Event description:
A consumer reported false positive inteliswab test results to oti consumer support. The consumer stated they performed two inteliswab tests on the same day, following all instructions, and both showed positive test results. The consumer then went to a clinic and received negative test results. The consumer did not provide details of the type of test performed at the clinic. It is unknown if a pcr test was taken to confirm the test results. The consumer's claim of 2 false positive test results using inteliswab tests are considered separate reportable events and will be investigated and reported separately. Refer to MFR report# 3004142665-2024-00005 for the second false positive test result.

Event description:
A consumer reported false positive inteliswab test results to oti consumer support. The consumer stated they performed two inteliswab tests on the same day, following all instructions, and both showed positive test results. The consumer then went to a clinic and received negative test results. The consumer did not provide details of the type of test performed at the clinic. It is unknown if a pcr test was taken to confirm the test results. The consumer's claim of 2 false positive test results using inteliswab tests are considered separate reportable events and will be investigated and reported separately. Refer to MFR report# 3004142665-2024-00005 for the second false positive test result.

Manufacturer narrative:
The consumer reported false positive inteliswab test results but did not state if a pcr test was performed confirming the false positive test results. No additional follow up is to be expected with this complaint and the incident will be closed internally.